Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the history logs. However, the reported problem could no longer be duplicated. The device was put through extensive testing and the reported malfunction could not be duplicated. The device was recertified and returned to the customer. It is important to mention the batteries used at the time of the reported malfunction were not returned to zoll for evaluation. No trend is associated with reports of this type.